Event description:
It was reported that the device exhibited <200 ohms unipolar lead impedance. Bipolar capture thresholds had increased to 2.5-2.75 v and r-waves were down to 2.5-3.0 mv. Oversensing of noise was observed in both configurations. Over a year ago, the physician repaired an insulation breach with medi- cal adhesive. The bipolar impedance at that time was 358 ohms. The patient had a good underlying rhythm. The device was programmed to the unipolar configuration.